Event description:
An attempt was made to use one zinger guidewire and while implanting the left ventricular (lv) lead. The vessel was mildly tortuous. The zinger guidewire was new and inspected before use with no issues. The zinger guidewire was prepped per IFU with no issues. The guidewire was flushed. The guidewire lumen of the lead was flushed with heparine. The wire tip was not formed by the physician. There was no resistance in advancing the guidewire. There were no difficulties noted when loading the guidewire. Excessive force was not used. The lv lead was correctly fixed in the target vein easily and without any tortuosity in the anterolateral vein. Before fixing, the zinger guidewire was easily moved inside the lumen of the lead. It was reported that after fixing the lv lead with the same zinger guidewire inside, the zinger could not exit the lumen of the lv lead. The lv lead was turned about 20 times in an anti-clockwise way, and despite the catheter already being cut away, the lv lead was removed from the fixation zone. The lv lead was removed and replaced with a new lead. An echo post implant was required. The same guidewire was used successfully many times until it was noted through the fluoroscopy that the distal end was enough curled, a new thunder guidewire was used with no issues noted in order to avoid the guidewire to stick in the lead lumen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the guidewire was returned and analyzed. The guidewire was entrapped in the lead. The guidewire was extrinsically unraveled. The guidewire was extrinsically fractured. The guidewire was kink/buckled. Visual analysis indicated the guidewire was damaged at implant. The analyst noted a guidewire was returned with the lead qfx160233v. The distal end of the guidewire was unraveled with the guidewire fractured, extrinsic damage. The distal end of the guidewire was kink buckled at the distal end of the lead qfx160233v within the distal tip nose of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.